Event description:
A us distributor reported that a patient's monitor could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging canh and canl within the connector. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged monitor.